Manufacturer narrative:
H6 evaluation codes (investigation findings): updated code from 170 manufacturing process problem identified to 180 mechanical problem identified.

Manufacturer narrative:
A sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; air was present in the tube. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feed was set up and on run (3 in 1 feed set only) and during the course of feed, numerous air gaps were in the feeding tube.